Event description:
It was reported to philips that the device would not power on when attempting to monitor patient. The alleged failure was observed while in use on a patient. However, no adverse patient impact was reported.